Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified medication. It was reported that after the delivery was complete, the male adapter of the secondary tubing set was disconnected from the clave secondary port. The customer contact reported that the male adapter of a needleless valve connector connected to a second unspecified secondary tubing set was then connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time after the piggyback delivery was started, the pump alarmed for an unspecified alarm. At this time, the customer contact reported that the nurse disconnected the needleless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.